Event description:
Additional information was received. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess). It was noted the amount of inaccuracy was variable, yet over 5 mm due to the nature of the device issue.

Manufacturer narrative:
H2: please see section b5 for additional information. H2: please see section d for system information. H2: please see section g4 for the PMA / 510(k) #. H2: update - see section g1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been evaluated by the manufacturer. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that two instrument blades experienced connectivity issues with the navigation system. When preparing the first one, one healthcare professional (hcp) pulled the instrument and plug in opposite directions to break the binding tape. The second instrument blade opened was handled with more care, but it was found that the plastic collar housing the tracker became unattached from the body of the blade, resulting in inaccurate tracking. One instrument blade experienced intermittent tracking connectivity with the system, and the other instrument experienced inaccurate tracking. The instruments were plugged into different ports, and the patient was reregistered. It was noted the procedure was completed with backup products. There was no surgical delay and no impact on patient outcome.